Manufacturer narrative:
Patient¿s height reported as 175 cms. Patient¿s identifier was not provided for reporting. Date of postoperative infection development is unknown. Additional device product codes: ktt, hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure for a closed fracture of the tibia¿s diaphysis by a reduction and an osteosynthesis with tibial and fibular plates on (B)(6) 2018. Removal of the osteosynthesis material and placement of an external fixation were necessary due to scar flow and infection. Patient was returned to surgery on (B)(6) 2018 for hardware removal. To remove the plates, surgeon cut the plates because two (2) screws had defective thread. Surgery was completed with a delay of approximately 2 hours. Patient status reported as stable. Patient is being treated with antibiotherapy for an osteoarticular infection. This report addresses patient infection. Due to system limitations, patient infection is also addressed in related complaints (B)(4). The defective screws are addressed in (B)(4). This is report 5 of 11 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. An incorrect quantity was initially captured. Too many parts were added to this complaint. The complaints have been updated to reflect the correct # of implanted parts associated with the reported adverse event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.